Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove code psychiatric disorder to more accurately capture the reported event. Cause not established (4315) was also removed per proper codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and psychiatric disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified saline mentor implants textured and experienced bilateral capsular contracture baker grade IV. Patient stated immediately after her surgery she began to feel the following: chest pain, tingling, as a result was diagnosed with an anxiety disorder. After some time, patient stated she woke up to an "indent" in the right chest the size of a golf ball. Patient stated that the healthcare professional discovered the scarring around the implant was so thick and strong and had been pressing for so long on the ribcage that indentations were observed. This hardness was on both left and right side. It was a hole or an indent in breast the size of a golf ball. The patient thought that her ¿ body is rejecting implants ¿. As a result, the patient had undergone removal and replacement with non-mentor allergan breast implants in 2008. This medwatch is for the right breast implant.